Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called regarding the low blood glucose. The current blood glucose reading is 42 mg/dl. Customer has treated with orange juice and glucose tablets. Customer has experienced low blood glucose readings all week. Customer stated that he had a hospitalization due to low blood glucose. Nothing further reported.